Manufacturer narrative:
Patient year of birth: 1945.

Event description:
It was reported that death occurred. Procedure summary: vascular access was obtained via a right femoral approach. Balloon aortic valvuloplasty (bav) of the native aortic valve was performed. A 23mm lotus edge bioprosthesis was advanced and successfully implanted. No paravalvular leak was noted post implant. The patient was stable. Post procedure summary: the following day, the patient coded and died. It was further reported that the patient developed terminal pulseless electrical activity (pea) while being weaned from the ventilator following rapid onset bradycardia. The patient had a history of down syndrome with massive atrio-venous (av) fistula communication between the internal iliac vessels and veins of the pelvis. This undoubtedly resulted in a low systemic vascular resistance and a relatively low blood pressure. In the physician's opinion, the 23mm lotus edge valve was not related to the patient's death.

Manufacturer narrative:
(B)(6).

Event description:
It was reported that death occurred. Procedure summary: vascular access was obtained via a right femoral approach. Balloon aortic valvuloplasty (bav) of the native aortic valve was performed. A 23mm lotus edge bioprosthesis was advanced and successfully implanted. No paravalvular leak was noted post implant. The patient was stable. Post procedure summary: the following day, the patient coded and died.